Event description:
Complainant alleged that during the incoming inspection of the product and while testing the device with a simulator, the unit did not display the ECG rhythm. The complainant indicated that there was no pt involvement in the reported malfunction.